Event description:
It was reported that the therapist's finger was pinched under the table top. Post-treatment, the therapist began moving the table top (longitudinal motion) while unfastening a pt. A strap that had been used to fasten the pt went under the table top; the therapist tried to move the strap and her finger was pinched while the longitudinal motion was continuing (she didn't realize immediately and didn't stop the motion). The therapist had to move back the table top to free her own finger.

Manufacturer narrative:
The therapist's finger was not fractured during the event, but a ligament was crushed. The therapist will need to have her finger immobilized for 1 and 1/2 months. The preliminary evaluation found that the pinch point hazard can occur at the front-end of the couch's support stand, right above the control panel, when the couch top (table) moves back, away from the gantry. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow up to this MDR is expected upon completion of the investigation.